Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and blood glucose was 50 mg/dl. Customer¿s blood glucose level was 330 mg/dl at the time of incident and current blood glucose level was 270 mg/dl. Customer other relevant blood glucose was 250 mg/dl. Customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege that the insulin pump was under delivering. The insulin pump will not be returned for analysis.